Event description:
The pt had a catheter revision for a granuloma; a new distal portion was added to the old proximal portion. The device sys was used to deliver morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: catheter. Conclusion codes are being updated for this event. Patient and device codes were updated.

Event description:
Additional information was received from a consumer indicated the patient had a granuloma 2005-2006 when intrathecal morphine was in the pump. They replaced the catheter and changed the drug to dilaudid. Further information was not provided.